Manufacturer narrative:
The impella device was received from the customer on 27-aug-2024. After reviewing the imc logs, the issues with the aic not being able to detect the purge disc was confirmed. There were numerous instances of the purge disc not detected alarm (event set #402, first occurred on 18/08/24 (time 00:02:57)). (Refer to imc log in the attachments) device analysis: console was tested after arriving in fs. The purge disc not detected alarm issue was able to be reproduced, and purge disc flag was found broken (see attached image). Before sending this console back to the customer, field service was instructed to replace the purge disc detect flag [3001198] and purge flag spring [3001196], validate sensor accuracy via section 12 of pm procedure [0042-7309], and perform a full functional check on the console and optical system [0042-7316].

Event description:
Complainant in japan reported the automated impella controller (aic) did not recognize the purge cassette. When the aic was inspected, it was found that the recognition pin on the purge pressure transmitter attachment part was broken. The aic was replaced.